Manufacturer narrative:
Insulin pump passed active current measurement, self test and displacement test. The power management graph confirmed charge/battery lasts less than expected due to moisture damage on the electronic assembly. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly. Moisture damage was also found on the force sensor. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alert. Customer stated they had to change batteries every five days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.